Event description:
Related manufacturer reference number: 2017865-2024-34258. It was reported that during the leadless pacemaker implant procedure, the capture threshold was noted to be high and the catheter exhibited difficulty in positioning the leadless pacemaker for fixation. A drop in blood pressure was then noted, and it was verified perforation was sustained. A pericardiocentesis was performed. The patient was stable and the case on (B)(6) 2024 was abandoned.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.